Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 30nov2021: stones were attached to the proximal end of the stent. The stent was being removed in order to implant a new stent. The stent was monitored while in the patient approximately every 3 months. The separated section of the stent was removed via retrograde ureteroscopic extubation.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, a right ureteroscopic lithotriptomy was performed on the patient on (B)(6) 2021, and a filiform double pigtail ureteral stent was placed in right ureter after the procedure. As the patient was 25 weeks pregnant at that time and had calculi in the right kidney, long-term stent retention was required. On (B)(6) 2021, the patient returned to the hospital for the removal and replacement of the right ureteral stent. The stent was monitored while in the patient approximately every 3 months. The stent broke during removal and part of the stent remained in the right ureter. During stent removal via retrograde ureteroscopic extubation, a large number of stones attached to the proximal wall stent wall were observed under cystoscopy. The stent was soaked in urine for nearly 5 months, and a slight force caused the stent tube to break. The section of the stent that remained in the right ureter has been removed from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional patient consequences were reported. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. Three possibly related nonconformance's were recorded; all affected devices were scrapped and not replaced. There have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered,¿ and, ¿periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage.¿ based on the available information, cook has concluded that a root cause for this incident was unable to be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510k #¿ pre-amendment. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a right ureteroscopic lithotriptomy was performed on the patient on (B)(6) 2021 and a filiform double pigtail ureteral stent was placed in right ureter after the procedure. As the patient was 25 weeks pregnant at that time and had calculi in the right kidney, long-term stent retention was required. On (B)(6) 2021, the patient returned to the hospital for the removal of the right ureteral stent. The stent broke during removal and part of the stent remained in the right ureter. During stent removal, a large number of stones attached to the stent wall were observed under cystoscopy. The stent was soaked in urine for nearly 5 months, and a slight force caused the stent tube to break. The section of the stent that remained in the right ureter has been removed from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional patient consequences were reported. Additional information has been requested. At the time of this report, no further information has been provided.